Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The medical affairs specialist (mas) was able to correspond with the pt by telephone on jan 23, 2009 and classified the complaint based on the following info received from the customer. The pt tests her blood glucose twice daily and she manages her diabetes via 25 units of 70/30 insulin in the morning and 12 units at night on a set-amount. The pt indicated that the reported issue began in 2008 at around 3 pm. During that time, the pt reportedly noted that the subject meter would not turn on. She reportedly stopped testing her blood glucose after the reported issue. The pt stated that she did not have a back up meter. As a result of the reported issue, the pt reportedly took usual dose of diabetic medications. Approximately after 5 months of the reported issue, approx six months prior, the pt reportedly experienced symptoms of "lower lumbar pain, chest pain, low vision and strep throat." The same day at around 4 pm, she reportedly then went to the intensive care unit and reportedly tested "35 mg/dl" on the hospital's meter. She stated that she was treated with IV glucose and was hospitalized for 3 days. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strip. It was noted that the pt has never replaced the batteries per the owner's manual. The alleged issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. The pt did not have a new battery at the time of call to resolve the issue. The pt's products are being replaced. Based on the provided info, this complaint is being reported because the pt allegedly received treatment at the hospital, which could be suggestive of a hypoglycemia after the reported issue began.